Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronic assembly. Unable to verify off no power alarm, due to missing segments. Unit failed the battery test, alarmed motor error due to blank display. Motor passed motor test.

Event description:
It was reported that the customer had unexplained high blood glucose, dka and was hospitalized two years ago. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's insulin pump was squirting the insulin out and with a partial display on the screen. Nothing further was reported.